Event description:
Event description guidant received information that, while taking sensing thresholds with the device in the ddd mode with a temporary rate of 30 ppm and an av delay of 250 milli seconds, the device exhibited no output for approximately 6-8 seconds. Then it came back. The caller then took a pacing threshold test and when capture was lost, the device again exhibited no output. At that time, the caller started the stat pace parameters. They are now getting a chest x-ray to look at the lead positions. The system has been implanted a little more than a week.